Event description:
Report received from the USA stating that device had "cord damage with exposed wires". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem of "cord damage with exposed wires" was confirmed. No additional info is available. If additional info is received, a supplemental MDR will be sent. (B)(4).